Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an external neurostimulator (ins) urinary. It was reported that there were connection issues and the rep was unable to increase above 0.1 ma on all programs using the programmer. The rep reported that the ens would connect to the handset but stated no lead connected. The rep tried the controller remote and that worked just fine, no communication issues. The rep just changed out the handset for the controller, was able to use if normally and had no connection issues. The rep noted bellows/toe flexion on all contacts when tested at 1.5 - 2 ma were seen. There was a good medial/lateral curve to the lead placement. The twist lock was changed but still cannot get >0.1 ma. On 2018-jul-18, additional information received from a manufacturer representative (rep). It was reported that the cause of the connection issues, the ens stating no lead connection, and being unable to increase above 0.1 ma on all programs was due to the lead not cleaned properly before it was inserted into the extension. In addition, it was reported that the patient was taken back into surgery, the pocket was opened, and the extension was examined. It appeared to be properly connected and the set screws were tight. The extension was removed revealing blood on the lead. The lead was cleaned and tested again at 1.5 amp. The result was exactly the same as the first surgery, all four electrodes were active with motor responses at 1.5 amp. Then ens was hooked up to the twist lock cable, which was hanging under the streak field, and was able to connect, program, and turn the amp up without complication. The second surgery took place 6 hours after the first surgery on (B)(6) 2018. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the blood in the lead was not determined but could be as a result of tunneling from the pocket to the exit site. It was noted that the extension was simply disconnected and reconnected, and the lead was cleaned. Also, the extension was not replaced. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.